Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the adhesive from the infusion sets were not sticking to the patients skin. On one occasion, the cannula came out of the patient's body and insulin leaked. The patient experienced elevated blood glucose levels. The lot number was not provided. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.